Manufacturer narrative:
The fsr replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the electronic patient gas system (epgs) would not go above 9.8 liters per minute (l/min) of flow. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the electronic patient gas system (epgs) to pass calibration and release testing with max flow greater than 10 pounds per square inch (psi). He was unable to duplicate the condition that the user reported.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the complaint, however, he discovered a loose wire on pin six of the flowmeter cable that could have caused the intermittent readings from the flowmeter. As precautionary measure, the srt replaced the flowmeter cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.